Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high out of range pacing impedances of greater than 3000 ohms. The lead position in the header was satisfactory and the helix screw deployed as expected. The lead was removed and placed back into the header but the high impedance measurement recurred. The lead was replaced and the procedure was completed successfully. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high out of range pacing impedances of greater than 3000 ohms. The lead position in the header was satisfactory and the helix screw deployed as expected. The lead was removed and placed back into the header but the high impedance measurement recurred. The lead was replaced and the procedure was completed successfully. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.